Event description:
According to the reporter, during laparoscopic low anterior resection procedure, when sealing 3mm vascular/fat bundle around the intestine, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). 50 good seals took place before the issue occurred. There was no alarm. The jaws were cleaned every five minutes. The laparoscopic procedure was converted to open unrelated to device problem. After sealing several times and not getting a complete seal to take care of bleeding, the surgeon asked for another ligasure device that was successful in use and was used for the rest of the procedure. The bleeding was minimal, 5-10ml. Used grasper to control the bleeding, blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.